Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The motor passed the motor test. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 273mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).